Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the implantable cardiac monitor exhibited intermittent under sensing of ventricular signals. Programming changes were discussed. The patient was brought to the clinic and administered anti-coagulation medication, no programming changes were performed. The patient was in stable condition.